Manufacturer narrative:
D4: primary UDI number: corrected d9: date returned to mfg.: 1/25/2024 h3 and h6. Codes: updated. One device was received for evaluation. The complaint was verified during performance check test and visual inspection. The cause was the function switch knob was cracked preventing on/off switch functions. The function switch kit was replaced, and the device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
E2 - incorrect due to system limitations. Initial reporter title is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during power up, the light check or alarm does not light up. The battery is 3.6v. No patient involvement was reported.